Manufacturer narrative:
On february 4th, 2026, submitting a correction supplemental to update d4 - expiration date and b5 - describe event or problem.

Event description:
It was reported that the patient went to the emergency room (B)(6) with hyperglycemia and positive ketones of 2.0 mmol/l. The patient's blood glucose levels were not reported. The pod was worn between 5 and 24 hours. Upon removal of the pod, the cannula was found to be blocked. The doctor reportedly treated the patient with an injection via a pen. Specific contents of the injection were not clear. The patient was discharged the same day.

Event description:
It was reported that the patient went to the emergency room with hyperglycemia and positive ketones of 2.0 mmol/l. The patient's blood glucose levels were not reported. The pod was worn between 5 and 24 hours. Upon removal of the pod the cannula was found to be blocked. The doctor reportedly treated the patient with an injection via a pen. Specific contents of the injection were not clear. The patient was discharged the same day.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.